Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed due to a loose position sensor. A field service engineer stated that there was a delay in dispensing the medication to the patient. A field service engineer reseated the position sensor and tightened the latch stop to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, there was a drawer failure and unable to recover. There were no adverse events or injuries reported based on this event.